Event description:
On (B)(6) 2004 an invance sling was implanted to treat pts urinary incontinence. It was reported that after the sling implant the pt experienced a greater amount of incontinence than before the sling was implanted. The pt returned in february of 2008 for an add¿l incontinence device implant due to continued incontinence. It was reported the pt has had good results.

Manufacturer narrative:
Should add¿l info becomes available regarding this event it will be re-evaluated and a follow-up report will be sent.